Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found; full lead returned for analysis.

Event description:
It was reported that during an implant attempt, the lead had low sensing values. After first placement of the lead, the analyzer showed a stable sensing of 8 - 9 mv. After connecting the device, the automatic measured sensing was at 3.5 - 4 mv (true bipolar) and the strip showed 5 mv. The lead was repositioned multiple times. All positions resulted in non-acceptable measurements. The lead was removed and a new lead was used to complete the procedure. Patient outcome was listed as "ok". No patient complications were reported as a result of this event.